Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2158-50, serial number: (B)(4), batch/lot number: 16425057/16474224, model/catalog description: linear lead kit 50 cm. Explant date: (B)(6) 2019. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A reported that the patients battery was draining too fast. The patient underwent a procedure wherein all device components were explanted. No further information could be obtained.